Event description:
A customer reported the control panel arm on their epiq 5g ultrasound system dropped rapidly. There was no patient or user harm. The actuation and non-actuation gas struts were shipped to the customer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow-up report will be submitted.